Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Functional testing involved starting the pump in application and no problems were found with double beeping. The problem source could not be identified. The downstream sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep with cassette. No adverse effects were reported

Manufacturer narrative:
Additional information was received indicating that the reported issue occurred during routine testing.